Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Refer to regulatory report:244304911, (B)(4). Analysis of the  37761 sn# (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the connector pin was broken and the patient was able to pull it out of the implantable neurostimulator recharger (insr). In addition, both of the patient's implantable neurostimulator (ins) were dead because the insr had a broken connector pin and the patient could not charge. A replacement desktop charger(dtc) was sent to the patient. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event. Refer to regulatory report:244304911, us FDA - MDR - for information relating to the first implantable neurostimulator (ins).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2019, that replacing the desktop charger resolve the issue of the implant being dead and not being able to charge. There were no further complications or anticipations reported with this event.